Manufacturer narrative:
Correction made to g3: report source: replace healthcare professional for previously submitted consumer. H4: device manufactured between october 08, 2019 to october 10, 2019. H10: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection along with magnification could not verify the reported issue with all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in the fill port cap of four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.